Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient got hospitalized on (B)(6) 2026 due to four infusion sets leakage events. The leakage was at the quick release, which led to hyperglycemia, with symptoms of nausea, weakness, and abdominal pain. The infusion set had been in use for one day. The blood glucose level was 532 mg/dl at the time of admission, and the patient was treated with intravenous insulin administration. The length of hospital stay was five days. No further information available.